Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information. The patient identifier is (B)(6). The patient¿s dob is (B)(6) 1969. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2021, mentor received additional information regarding the patient¿s symptoms, revision surgery, and condition of the suspected medical devices. The patient experienced breast pain and hardening of the breasts. The patient underwent bilateral removal without replacement. Updated reason for device explant and/or reoperation: capsular contracture the suspected medical devices were inadvertently discarded and are not available for product evaluation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-nov-2021, mentor received additional information regarding the patient¿s symptoms. The baker grade of the capsular contracture is grade iii. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 13, 2025, the patient also experienced bilateral hypertonic scars. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with appearance (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 225cc mentor memorygel breast implant prostheses and experienced bilateral dissatisfaction with appearance postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The patient date of birth was estimated as (B)(6) based on available information. This report is for the left-sided prosthesis.